Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic that the insulin pump alarmed an pump error. The customer reported that they were getting multiple pump error. The customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. The pump was successfully downloaded utilizing thump. A review of the downloaded history files show multiple sequential critical error handling alarms, pump error error 4 (linenumber (B)(4) filenumber (B)(4) alarms (21:49 and 21:50) caused by the twi (two wire interface) followed by a pump error 23 alarm (21:52). Per global logic analysis possible hw error during accessing (B)(6) chip via twi interface. No pump error 55 alarm could be found in the history files. The pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. The force sensor zero offset is within specification (26.3 mv), a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment at the corner of the belt clip rails, stained keypad overlay, and pillowing keypad overlay. Pump error (open book image) alarm. Pump error 4, and pump error 23 alarms are confirmed, fault isolated to the hardware per global logic analysis. Pump error 55 alarm is not confirmed, medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.